Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient's backup battery (ebb) was being routinely replaced for maintenance, the loom retention clip was noted to be missing. The patient had no history of tinkering with the panel and ebb. The system controller was exchanged and returned for evaluation. A replacement was requested.

Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI manufacturer's investigation conclusion: the reported event of missing battery cable clip was confirmed with the returned system controller (serial # hsc-107958). Visual inspection of the returned system controller confirmed the battery cable clip is missing. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The missing battery cable clip did not result in a functional issue during testing. Analysis of the log file retrieved from the device revealed the system operated within the set speed value (5,500 rpm) and low speed limit value (5,100 rpm). No notable alarm or event were active in the log file. The device history record of the device was reviewed. The battery cable clip was installed at the correct step of the assembly process and the battery cable clip was verified as installed with both ends locked and not damaged. It was noted the system controller was in use for 743 days. A root cause that led to the missing battery cable clip could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Per the device history record, the battery clip was installed at step 11.4.4 and at step 11.4.5 verified the battery clip is installed with both ends locked and not damaged. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.